Manufacturer narrative:
The following other devices were also listed in this report: trident psl with purefix ha; cat# 542-11-66i; lot# 85645604; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# 63034101; 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 78406301; v40 cocr lfit head 36mm/+5; cat# 6260-9-236; lot# 89445902; t3 mod rev dist stm 18mmx265mm; cat# 6260-3-118; lot# taxc313; t3 mod rev hip body/bolt +10mm; cat# 6260-3-001; lot# i8lt01; 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# 3c7006; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported the patient had surgery on right hip on (B)(6) 2003 due to unknown reasons. Patient had revision surgery.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: clinician review of the provided records indicated: "diagnosis of unstable right total hip with multiple dislocations and deficient proximal femur and muscles [...] The operative report notes, ¿hip seems stable ¿ difficulty dislocating¿. The head and the insert were removed and a constrained liner was inserted. The 10mm proximal body was adjusted to decrease its anteversion from 10° to 5° [...] Review of this complicated history reveals that all of this patient¿s clinical problems were the result of persistent periprosthetic infections that were not related to factors of faulty component design, manufacturing or materials." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the provided medical records confirmed the patient was revised due to dislocation. Clinician review of the provided records noted the indication for revision to include "deficient proximal femur and muscles" and an adjustment to the anteversion of the patient's proximal body component. As such, the root cause of the dislocation is presumed to be a combination of insufficient musculature combined with minor malposition of the proximal femoral component. There was no indication the patient's dislocation was related to their implanted devices.

Event description:
Additional information: it was noted in the patients letter that during the revision, the surgeon found metal fragments in the patient's tissue in addition to dead tissue. Update: patient had only stryker cables implanted; stem, head and sleeve are "(B)(6)." Patient was revised due to infection.